Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) device is not functioning properly, it is not augmenting correctly. There was no harm reported.

Manufacturer narrative:
Updated fields. Corrected fields; h6(medical device problem code)

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The customer stated unit was not augmenting correctly. The fse powered unit on and verified fault code #14 on display and recalibrated 30psi transducers and drive regulator. The fse verified fault code was no longer present on power up. The unit passed all functional and safety test per factory specifications. Returned the unit to the customer and was cleared for use.

Event description:
N/a